Manufacturer narrative:
D6b explanted - (B)(6) 2026, corrected data: initial report inadvertently left blank and did not provide the explant date. H6 adverse event problem codes, corrected data: initial report inadvertently coded b20 instead of b01.

Event description:
The device was discarded. No other relevant information has been received by the manufacturer to date.

Event description:
It was reported that the patient was seen in clinic with high impedance. Additional information stated the patient underwent a full revision. No other relevant information has been received to date. Suspect device has not been received by manufacturer to date.